Event description:
It was reported that, during a clinic visit, the implantable cardloverter defibrillator (ICD) exhibited noisy signals and loss of capture on this non-boston scientific right ventricular (rv) lead. The therapy was turned off and further evaluation was recommended. At this time, this product remains in service and no adverse patient effects were performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).